Manufacturer narrative:
On (B)(6) 2018,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information on (B)(6) 2018, indicated that the date of event is on (B)(6) 2018. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right mentor memorygel mod-rnd 275cc gel breast implant, catalog number 3507275bc. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision with mentor memorygel mod-rnd 275cc gel breast implants that bilaterally ruptured after implantation. The issue was diagnosed by the doctor. As a result, patient had the device explanted on (B)(6) 2018. This report is for the left implant.

Manufacturer narrative:
On 8/16/2018, mentor became aware that the patient underwent bilateral removal and replacement with (right) mentor memorygel breast implant 215cc gel catalog: 3507215mc lot: 7478637 sn: (B)(4) and (left) mentor memorygel breast implant 215cc gel catalog: 3507215mc lot: 7578797 sn: (B)(4) on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/18/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
New information received on (B)(6) 2018, indicated that the lot number for the left device is 234518. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).